Event description:
It was reported that the friend of the initial reporter had her stimulation system removed due to headaches and slurred speech amongst other things. It was removed a month ago. The name of the patient, follow-doctor or date of when symptoms began was not provided. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4)